Event description:
It was reported that customer experienced a continuous glucose monitor error and was unable to continue sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through a complete pump reset, and successfully restarted sensor session, with error not recurring after reset.